Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 325cc mentor smooth round moderate profile and was presented with bilateral ongoing breast pain postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 9/26/2019, mentor became aware that initial reports mistakenly listed the serial numbers as the lot numbers, and the actual lot numbers are unknown. As a result, no manufacture record evaluation (mre) can be performed. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).